Event description:
It was reported that the patient experienced cognitive issues and decline, which resulted in balance issues and caused the patient to fall. At the emergency room, a CT scan was performed and the cognitive decline was found to be caused by a meningioma in the area of the patient's burr hole on the left lead of their implantable neurostimulator (ins). Surgery was performed to remove the tumor, but it was found that the tumor overtook the burr hole. The lead was cut at the skull and a portion of the patient's skull was removed and replaced with a prosthetic. A portion of the left lead was left in the patient to be retrieved at a later date. The patient's entire right lead was explanted. The entire tumor was removed and pathological analysis was performed to confirm the meningioma. It was noted that the patient's ins had worked well for the patient prior to the surgery, and the physician planned on replacing the lost leads after the patient had recovered. Additional information was requested but was not available at the time of this report.

Event description:
Further follow up information received from the healthcare professional reported that the cause of death was cardiac sinus arrest with the date of the death noted as (B)(6) 2012. The physician stated that the death was not related to the implantable neurostimulator (ins) system. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information received provided more background information on the event. The patient's physician confirmed that the patient had severe parkinson's disease for many years. The patient's tumor had grown around the lead component of the ins system which made it necessary to remove the lead along with the tumor. Following the removal, the patient had severe swelling and severe rigidity. The patient was placed in a nursing home where it was reported that they were unable to eat or perform simple functions. The patient's wife then withdrew care. The patient went "downhill" very fast from the time of the tumor removal surgery and died approximately 2 months later. Further follow up information obtained from the company representative that the lead components were discarded by the hospital at the time of explant surgery. It was also noted that the ins battery remained in the patient and was not removed post mortem. It was also reported that the patient did have good therapy from the device with no indication of any other issues until this event. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was the patient's parkinson's disease, parkinson's dementia, orthostatic hypertension, and meningioma. It was noted that the patient was reprogrammed on (B)(6) 2012 where the following group impedance readings telemetry readings were reported: left: 969 ohms and right: 958 ohms with no abnormal impedance measurements were reported. The stimulation was increase from 3.6 to 3.9 volts. It was confirmed that the patient had the leads components of the ins removed on (B)(6) 2012. The patient's outcome was reported as death with the date of death noted as (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251 serial# (B)(4) implanted: (B)(6) 2006 explanted: na product typ extension product ID 748251 serial# (B)(4) implanted: (B)(6) 2006 explanted: na product typ extension product ID 37642 serial# (B)(4) product typ programmer, patient product ID 37092 lot# 236730002 product typ external antenna product ID 3389s-40 lot# v006362 implanted: (B)(6) 2006 explanted: (B)(6) 2012 product typ lead product ID 3389s-40 lot# v006362 implanted: (B)(6) 2006 explanted: (B)(6) 2012 product typ lead. (B)(4).